Manufacturer narrative:
Evaluation was performed and found the upper jaw broken and still attached to the shaft. The trap door did not close. Device failed all function tests. The service history was reviewed, and no data was found. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document was reviewed, accepted and retained in receiving inspection. A two-year review of complaint history revealed there has been a total of 27 complaints, regarding 27 devices for this device family and failure mode. During the same time frame 35,963 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0008 per the instructions for use, the user is advised the following; avoid lateral stresses to the instrument or device function may be compromised. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device, smi-02ap spectrum autopass suture passer, is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported "the surgeon was using an autopass (smi-02ap) in a rotator cuff repair surgery, on (B)(6) 2018, to grasp the rotator cuff tissue, as he clamped down on the tissue he said he felt something break. The surgeon stated he knew something had happened to the device because the handle was now loose and the jaws would no longer close when he pulled the handle. Upon inspection of the device, the metal piece which pulls the jaws closed did in fact break apart ". There was no patient injury or impact. The device did not break in the patient, so no fragments had to be removed. There was a 2-minute delay reported. The procedure was completed using another of the same device. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.